Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed an "off set self check failure" and "02 valve fault" messages. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction of "off set self check failure" was observed and attributed to a faulty autocal valve. The reported malfunction of "02 valve fault" was attributed to a faulty 02 valve. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.